Manufacturer narrative:
(B)(6). Subject device was returned for evaluation. Visual inspection confirmed the failure mode of ¿broken drill.¿ the drill was broken where the spiral changes its pitch along the drill shaft. The tip was noted to be flaring, and score marks were discovered. No other damage was found on the device. A review of the device history records was performed which confirmed no inconsistencies. There were no processing issues identified which could have contributed to the nature of the issue. A complaint history review has not acknowledged additional complaints for the manufactured lot number on file. Per results of the evaluation, no root cause could be determined. At this time, no further investigation will be implemented. (B)(4).

Event description:
During an anterior cruciate ligament (acl) reconstruction procedure utilizing the 7 mm clancy flexible drill, it was reported that, while drilling through the femoral tunnel, the subject device broke. There was a thirty (30) minute delay in the procedure. It was reported that the fragments were removed with a kelly clamp/forcep. It was reported that no back up 7 mm clancy flexible drill was available. (B)(4).